Event description:
Allegedly eight acetabular components were revised due to aseptic loosening."

Manufacturer narrative:
Investigation is not complete. This report will be amended when the investigation is complete.